Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Investigation summary: no sample was received. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for lot # 7100624 for this type of defect or symptom.

Event description:
It was reported that after drawing medication a fibrous particle was discovered in syringe with a bd blunt fill needle with filter. The following information was provided by the initial reporter: it was reported that after drawing the solution through the filter needle into the syringe, a fibrous particle was discovered in the syringe. No filter needle as sample was provided.